Event description:
It was reported that prior to a whipple procedure, the generator displayed a handpiece error during the pre-run test. The error could not be cleared and a second handpiece was used to complete the case. No patient consequence.

Manufacturer narrative:
Date sent: 9/17/2007. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The phase margin was found to be out of specification and the instrument failed the continuity test. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.